Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The reported difficulty to remove the protective sheath was confirmed. Abbott conducted root cause analysis and during further review of the complaint handling database and other sources of nonconformity data found the occurrence to be potentially related to a manufacturing issue. Continued assessment of this issue per site operating procedures is being performed, corrective and preventive actions will addressed per quality system procedures. The other nc trek referenced is being filed under a separate medwatch MFR number.

Event description:
It was reported that after the 3.5 x 20 mm nc trek balloon catheter was un-packaged, an attempt was made to remove the protective sheath, but it could not be removed. A new 3.5 x 20 mm nc trek balloon catheter was un-packaged, but the protective sheath could not be removed. Another nc trek balloon catheter of a different size was used successfully. There was no patient involvement and no clinically significant delay in the procedure. No additional information was provided.